Event description:
During a routine shift check by a clinician, the device displayed "defib disabled", "pacer disabled", "pacer fault 116", defib fault 72" and "bridge test failed" messages. Complainant indicated that there was no patient involvement in the reported malfunction.